Manufacturer narrative:
(B)(4).

Event description:
It was noted via a remote transmission that a patient received inappropriate shocks due to oversensing noise. The patient was in good condition after the event and will be brought to the clinic for follow-up.